Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign material in the channel was unable to be further specified. Moreover, no physical damage of the device was confirmed, where the foreign material had remained. Nor, was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series, operation manual describes how to detect for the suggested event in chapter 3: preparation and inspection. The instruction manual gif/cf/pcf-290 series, reprocessing manual describes how to prevent for the suggested event in chapter 5: reprocessing the endoscope (and related reprocessing accessories). It is suggested, that the user facility review the method of reprocessing, for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the forceps or tube cleaning brush could not be inserted due to clogging of the instrument tube. Also, evaluation found that water tightness was lost due to a pinhole on the instrument tube, the bending section cover adhesive was chipped, cracked and had a white clouded area, the adhesive around the objective and light guide lenses had a white clouded area, the scope cover was dented, the scope cover plate was peeled, the paint on the suction cylinder was peeled, and multiple parts of scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cleaning brush got caught in the evis lucera elite colonovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the channel. The report is being submitted due to foreign material in the scope found during evaluation.